Manufacturer narrative:
An error message displaying ¿replace generator soon. The generator has reached the end of its service and will need to be replaced soon. Contact your physician to schedule a replacement¿ when patient was trying to connect to the ipg was reported to abbott. The patient's ipg was explanted and replaced. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.